Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd intima ii" IV catheter the nurse found white foreign matter on the catheter when the unit package was opened. There was no report of injury or medical intervention.

Manufacturer narrative:
A sample was received for the purpose of our investigation. A white powder was observed on the cannula surface when withdrawn, allowing the investigators to determine the failure mode reported. The powder was then sent to a us based materials laboratory where it was determined that the identity of the material on the cannula is silicon lubricant. The most probable root cause is related to the manufacturing process, the characteristics of the silicone oil, used to coat and protect the cannula, are such that in a high temperature environment the silicone can accumulate into opaque precipitate. DHR review shows the manufacturing date of this lot is june, 2017. Qty is 136k in auto-line #1. No abnormal records for the batch. No formal corrective action is required at this time.